Event description:
Spontaneous call from patient stating that both pumps serial number (B)(4) were beeping continuously and no error message showing; (B)(4) would not run at all and she was able to get (B)(4) to run after changing cartridge (she had used same cartridge on both pumps) no reported harm/injury to patient. Two new replacement pumps sent to patient and patient will return them after new ones received, pt no longer has cassette available. Fault occurred while in use she was able to get (B)(4) to run after changing cartridge. Infusion is life-sustaining no reported harm/injury to patient. Reported to (B)(6) by pt/caregiver.